Event description:
A cartridge change error was reported. The cartridge was able to be reload to resume insulin therapy. Caller stated she uses cold insulin. Cts provided off label scripting. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer addressed high blood glucose by administering a correction bolus via pump.